Event description:
Philips received a complaint by the customer on the v60 indicating that a "backup alarm failed" error message was displayed. It was reported that the device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The authorized service provider (asp) restarted the device, but the issue remained. The investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp) received it was stated that the backup alarm failure issue was resolved by replacing the gas delivery system (gds). Multiple good faith efforts (gfe) to the asp were attempted to obtain the patient information for the patient the device was in use on at the time of the initial event. No response or further information was received regarding the patient information. The investigation concludes that no further action is required at this time. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00307. All information from the original report(s) has been transferred to this report.